Event description:
It was reported that, "surgeon attempted to move the position of the t2 targeting arm. He grabbed the aiming adapter with one hand and shifted the targeting arm with the other, at that point the aiming adapter snapped and broke. This was before rotational alignment was determined by a k-wire."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.